Event description:
It was reported that after being treated for skin rashes as food allergy, the patient developed wound dehiscence on the upper part of the incision site with discharge. The patient was hospitalized and treated with vancomycin and regular wound dressing for two weeks. Due to the persistent infection, the patient's device was explanted. The patient is currently being treated for the infection.